Event description:
It was reported that a cuff miss occurred during attempted suture placement in a common femoral femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. A second proglide device was used with the same results prior to the aaa procedure. The arteriotomy was 8f and the vessel was mildly calcified and mildly tortuous. Another proglide device was used for successful suture placement prior to the aaa procedure. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with successfully deployed sutures of the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed and the analysis of the returned device also found that a posterior foot break occurred. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced, is being filed under a separate medwatch MFR number.